Event description:
The physician was using an amphirion deep 4.0mm x 80mm pta balloon catheter for a poba procedure at the anastomosis site of shunt. The lesion exhibited 99% stenosis with severe calcification and was highly tortuous. The physician attempted to pre-dilated the site, but the amphirion balloon ruptured at 14atm. The balloon became detached and the distal part remained in the body. The detached parts of the device were removed from the puncture site. There were no abnormalities noted during preparation. No resistance was encountered at the time of balloon insertion. No resistance was encountered with the guide wire or guide catheter. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (lesion severely calcified, 99% stenosis, high tortuosity impacted on event). Conclusion: (lesion morphology effectiveness of device); (device discarded, unable to follow up). (B)(4) balloon.